Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident and the current blood glucose level was 225 mg/dl. The customer declined troubleshooting for high blood glucose. Customer reports the following symptoms related to their high blood glucose are thirsty. The customer reported that the self-test and the displacement test passed. The customer also reported that the insulin pump may not work. The insulin pump will be returned for analysis. Unomed set, frn-unk_rsvr.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08700 inches.